Manufacturer narrative:
On 05sep2016 our affiliate in the (B)(4) spoke with the parent of the patient (pt) and additional information was obtained as follows: the pts parent reported that pt put the lenses in no problems wore them for the day without issue and removed the lenses in the evening. The pts parent reported that as the pt removed the os contact lens the pt reported that he/she ¿felt some momentary pain, not really bad pain.¿ the pts parent reported that the pt went to sleep and woke up in pain. The pt went to the emergency department in the united states and was given ciprofloxacin 4 times a day. The medical diagnosis is unknown. Prior to the event the pts parent reported that the pts eye exams were ¿up to date¿ and visited close to the trip to the united states. No additional medical information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 our affiliate in the (B)(4) received a letter from a patient's (pts) parent. The letter was dated (B)(6) 2016. The following information was received: the pt is a (B)(6) female who is an experienced contact lens user. The pt was reported "having used only acuvue lenses for the previous 4 years, and only in accordance with the optician's clear instruction and prescriptions. He/she wears them for no longer than specified by acuvue and never sleeps in them. Last year he/she went to serve a mission for our church in united states. On (B)(6) 2015, less than a week after his/her arrival, he/she had a terrible experience: whilst removing one of your "acuvue oasys (with hydraclear plus)" lenses from his/her left eye, the contact lens tore the front of her cornea. He/she developed a serious eye infection which worsened rapidly." The pt was referred for treatment at an eye hospital while in the united states. "Treatment continued for several weeks, with regular hospital visits until (B)(6), when the infection had finally cleared and his/her eye was considered stable enough for him/her to fly back to the UK for long-term recovery. The scarring had become so bad at this point, that it essentially rendered the pt blind in his/her left eye - with no hope for recovery without major surgery. The eye care professional (ecp) recommended that, given the severity of the damage to his/her eye, we contact a specialist for continued treatment... Which we duly did. The ecp pronounced that the eye was still very sore and not fit to be considered for operation. The ecp prescribed a course of treatment, and visits to his/her surgery for a further 9 months until the eye was stable enough for a cornea transplant. The pt underwent a femtosecond deep lamellar keratoplasty (fsdalk) transplant operation on (B)(6) 2016. He/she will have stitches in the eye for 3 months and further surgery required to correct his/her vision in the next 6-9 months. Full recovery is not anticipated for another 12-18 months (or around 30 months after the eye was initially damaged). " on 21jun2016 a letter was sent to the pts parent requesting additional information. No additional medical information has been received. The lot number and the availability of the product for return is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 30sep2016 additional information was received from affiliate following a phone conversation requesting additional information regarding the event. The new information was received as follows: the patient (pt) is a ¿(B)(6) experienced oasys wearer, using asda branded mps.¿ the pts parent reported that the pt was up to date on all his/her appointments for sight tests and contact lens (cl) aftercares. It was also reported that the pt ¿never experienced any previous problems with cl wear and did not have any eye conditions prior to this incident.¿ ¿on the day of the incident, the pt first put the cls in, both eyes were fine. The cls were 3-4 days old. After 3 to 4 hours, his/her left eye became red, irritated, and was very watery. The pt persisted wearing the lenses for another 1.5 to 2 hours and then decided to remove the left lens. The pt felt a ¿pinch¿ when he/she removed the left lens. The pt was in a moving car at the time and had used antibacterial gel to clean her hands. Lens came out in the normal way, which the pt threw out of the window. The pt did not notice that there was anything wrong with the lens before he/she threw it out, although the pt did not really check. The pt found that her left eye was very swollen, red and painful.¿ it was also reported that the pt presented to the emergency room in the united states for evaluation. It was also reported that the pt ¿had several biopsies however they were all inconclusive and were told that it could be bacterial, fungal or viral infection.¿ the pt did not know the name of the diagnosis. The pts parent reported that the eye care providers (ecp) ¿found a ¿hole¿ in the cornea, with which the ¿infection entered¿ and then the ¿hole sealed itself and the infection was therefore trapped in the eye.¿ the parent reported that the ¿three independent doctors reported that in their opinion it was the removal of the cl that caused the ¿hole.¿ the suspect product was discarded. The lot number was reported as l002mfk. The pts medical records were requested. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002mfk was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
On 28feb2017 the patient¿s (pt) parent sent additional information. The new medical information is as follows: eye care provider (ecp) visit: no visit date recorded history of present illness: symptoms: blurred vision, decreased vision, no double vision, eye discharge, no flashes, foreign body sensation, no ghost images, photophobia, no puffy eyes, no starbursts. Comments: pt was her in her usual state of ocular health until (B)(6), when he/she developed redness and discomfort in the left eye. Started by physician (not eye care provider) on ciprofloxacin four times a day. Pain had improved by (B)(6). The pt went to the ER and was told that he/she had a corneal ulcer. The pt saw eye care provider (ecp) on (B)(6) and started on zymaxid four times a day. As corneal ulcer progressively worsened, pt was put on topical fortified abx and antifungals on (B)(6). Used for 2-3 days every hour, then q 3 h. Patient stopped all drops yesterday 2/2 intolerance. Patient states that the left eye was never cultured. Patient has no significant ocular history prior to this episode. Pt is a low myope and soft cl wearer. Pt stated that he/she takes them out every night, cleans them with standard saline solution. Denies sleeping in the contact lenses. Changes contact lens q 2 weeks. Ocular rx: fortified vancomycin 50 mg/ml q 1 hour left eye. Fortified tobramycin 15 mg/ml q 1 hour left eye. Vorconazone 1% q 1 hour left eye. Atropine bid left eye. Fluconazole 100 mg by mouth q day ¿ did not take today. Base ophthalmology exam: dist cc: left: cf @ 3¿; pupil ¿ perrl, extraocular movement: left: full. Tonometry: left: def; neuro/psych: oriented x 3: yes; mood/affect: normal. Slit lamp exam: left: lid/lashes: normal, conjunctiva/sclera: 1-2 + injection. Cornea: central epithelial defect (1.2 mm b x 1 mm h) with underlying stromal haze (no frank infiltrate) and surrounding 4.5 mm diameter circle of well demarcated corneal edema. Superior 1/3 of corneal clear, inferior microcystic corneal edema and endothelial dusting. No endothelial plaque, no keratic precipitates (kp). Anterior chamber: deep, rare cell, 0.2 mm hypopyon. Iris: normal. Lens: clear. Assessment and plan: specialty problems; eye/vision problems. Corneal ulcer os. Overview: as contact lens-related, most likely bacterial, although could be fungal or protozoal. No clinical features suggestive of fungal, so will hold topical and oral antifungals to increase compliance with topical antibiotic therapy. Scrape for smear and culture (bacterial, fungal and acanthamoeba). Vigamox q 2 hours. Vancomycin 50 mg/ml q 2 hours. Myopia. Overview: continue with correction spectacles only. Medications: current outpatient prescriptions: moxifloxacin (vigamox) 0.5% ophthalmic solution; 1 drop in the os every hour while awake and every 2 hours overnight. Vancomycin (vancocin) 50 mg/ml ophthalmic solution; 1 drop in the os every hour while awake and every 2 hours overnight. Oxycodone-acetaminophen (percocet) 5-325 mg tablet; 1-2 tabs by mouth every 4 hours as needed. Follow-ups: return in 2 days (on (B)(6) 2015). Update (B)(6) 2015: as contact lens-related, most likely bacterial, although could be fungal or protozoal. Slowly improving on vancomycin/vigamox, ed decreased in size (even despite enlargement of ed scraping last visit). No clinical features suggestive of fungal, so will hold topical and oral antifungals to increase compliance with topical antibiotic therapy. All cultures negative so far. Continue vigamox q 2 hours. Continue vancomycin 50 mg/ml q 2 hours. Await final culture results. Addendum: 07/25/2015: visual acuity stable. Patient is doing well but feeling burning and irritation when he/she puts in the vancomycin. Sle shows epithelial defect is now pinpoint ¿ much improved. The 4.5 mm diameter circle of edema is unchanged. Cultures all negative. Decrease vancomycin and vigamox to q 3 hours now, q 4 hours at night. Return on tuesday. Addendum 07/29/2015: doing great, responding nicely to vancomycin and vigamox. Visual acuity improving. Sle shows epithelial defect is now completely resolved. 4.5 mm diameter circle of edema is unchanged. Cultures all negative. No clinical features suggestive of fungal, so will hold topical and oral antifungals to increase compliance with topical antibiotic therapy. All cultures negative so far. Decrease vigamox to four times a day. Decrease vancomycin 50 mg/ml four times a day. Add prednisone acetate four times a day to help diminish scarring. Return to clinic on (B)(6) 11 am. Addendum 08/07/2015: eye/vision problems: corneal ulcer os. Overview: doing great. Infiltrate and ed completely resolved; now circular scarring paracentrally. Visual acuity much improved. Continue vigamox to four times a day until bottle finished. Increase prednisolone acetate to four times daily to help diminish scarring. Return to clinic 3 weeks. Ecp visit: (B)(6) 2015: symptoms: pt feels well and has no complaints. Pt says the left eye is stable ¿ no change, still been using prednisolone acetate four times a day. Visual acuity ¿ left: dist cc: 20/70, dist ph cc: 20/40-. Tonometry: 10. Slit lamp exam: conjunctiva/sclera: white and quiet. Cornea: completely healed epithelial defect, circular stromal scarring 4.0 mm in diameter paracentrally. Superior 1/3 of cornea clear. No endothelial plaque, no keratic precipitates (kp) assessment and plan: corneal ulcer left eye overview: infiltrate and epithelial defect completely resolved; now with circular scarring paracentrally. Visual acuity much improved, but limited to central opacity, scarring, and irregular astigmatism. Patient examined today and had a long discussion with the pt who is en route home country in 2 weeks, regarding options for visual rehabilitation. Option # 1 ¿ rigid gas permeable lens (rgp) lens fitting, which may improve best vision correction. Option # 2 ¿ phototherapeutic keratectomy (ptk) which may improve vision given anterior nature of the scarring, however we explained to the pt that it will make pt more far sighted/hypertropic and may not completely remove the scarring. Option # 3 ¿ keratoplasty procedure which is a last resort, of which deep lamellar keratoplasty (dalk) would suit her best. Explained the nature of the surgery and that a dalk would increase the chances of rejection over the lifetime. Patient will continue care in his/her home country. Contact information exchanged in case the pt would like records. Discontinue all drops. No additional medical information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).